Event description:
Customer reported that the pump cartridge alarm error could not be reset, indicating a mechanical malfunction and pump failure. There was no reported impact to the customer¿s blood glucose level. The customer has stopped using the pump and is currently managing their insulin therapy through multiple daily injections (mdi), opting not to proceed with troubleshooting.